Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 900 mg/dl. The customer stated that their insulin pump is not giving the correct amount of insulin. The customer did not mention further information about the hospitalization. The customer stated that the insulin pump stats that it is delivering ten units of insulin when it really gave only one unit. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The bolus wizard functioned properly. The insulin pump was programmed with multiple bolus deliveries and monitored. All boluses were properly delivered and recorded the the bolus history screen. All of the buttons functioned properly. No damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.